Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the left anterior descending (lad) artery. A 300 cm moderate support straight pt² guidewire was advanced to the target lesion. However, during procedure, the wire went down to a side branch, so it was pulled back to go down in the lad. Moreover, upon pulling the device, the wire was bent and the wire tip got detached and stayed in the side branch. The tip was then attempted to be removed with a snare but it was unsuccessful; so the physician just stented the wire tip in place and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the unit returned in a generic plastic bag. The unit returned has distal tip damaged, as part of overall visual revision. The returned device matches with upn provided by the customer. The device has the distal tip detached, it is located approximately at 298,4 cm from the proximal end. Overall length and overall diameter (od) of the distal tip could not be performed due to device condition (distal tip detached). Od of middle of the device and od of the proximal section are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the left anterior descending (lad) artery. A 300cm moderate support straight pt² guidewire was advanced to the target lesion. However, during procedure, the wire went down to a side branch, so it was pulled back to go down in the lad. Moreover, upon pulling the device, the wire was bent and the wire tip got detached and stayed in the side branch. The tip was then attempted to be removed with a snare but it was unsuccessful; so the physician just stented the wire tip in place and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.